Event description:
Additional information received reported that the patient ended up being very sick when she had the infection and she had to go to a different hospital to get the infection treated.

Event description:
Patient reported she had stage three (B)(6) infection and became septic. The infection was at the incision site. Patient went to hcp and he diagnosed the problem. Patient reported the pump was explanted about one year ago. Patient stated after the pump was explanted she went home with a PICC line for a month. Patient stated it took ten months to clear the infection. When hcp was sure the infection was cleared, then a pump was re-implanted. Patient reported therapy is working and noted they do not have concerns with device or therapy.

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4)...catheter model# 8709sc serial# (B)(4) implanted: 2011-(B)(6) explanted:unk...accessory model# 8590-1 serial# (B)(4) implanted: 2011-(B)(6) explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).